Event description:
It was reported that the tubing of a solution administration set separated from the drip chamber. This occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The affected device was received for evaluation. The device was visually inspected and functionally pull-tested. The device failed the pull test and the reported condition was verified. The cause was determined to be related to the production process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.